Event description:
Related MFR. Report #:1627487-2019-03976; related MFR. Report #:1627487-2019-03977; related MFR. Report #:1627487-2019-03979. Additional information indicates reprogramming significantly reduced patient's pain as the patient is now using a walker and not a wheelchair. Physician believes the remaining pain is due to patient's new orthotics.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 4: reference MFR. Report#: 1627487-2019-03976. Reference MFR. Report#: 1627487-2019-03977. Reference MFR. Report#: 1627487-2019-03979. It was reported that the patient was admitted to the hospital after a suicide attempt on (B)(6) 2019.